Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a recurring no delivery and motor error alarms. The customer's blood glucose was 288 mg/dl at the time of incident. Customer stated that she had another no delivery alarm after changing the infusion set. Customer previously called for the same no delivery issue and was advised to call back if issue happens again. During no delivery troubleshooting, customer mentioned that the infusion set tubing was not bent or kinked, the reservoir, infusion set, and insulin are being changed every 2-3 days per instruction for use guidelines, and have tried all remedies. No troubleshooting was performed on motor error alarm the customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.